Manufacturer narrative:
The evaluation was done on the basis of the currently available information. As no sample was received no investigation could be conducted. We assume that this failure is most likely caused by an overload situation and due to too high forces applied on the implant. Due to the unavailability of the lot numbers, the device quality and manufacturing history records as well as the device history file with the relevant specifications could not be checked.

Event description:
Primary arcadius case on (B)(6) 2015. Surgeon placed the arcadius implant into the disc space; placed three screws. Surgeon determined he was possibly impinging on vain and that he needed to pull the implant out and remove the vain. Surgeon removed two screws; upon attempt to remove the third screw, sj702t (lot unknown) the head split and could not be removed. Surgeon was able to move the implant out of the way with the removal tool; removed tissue. Surgeon re-sat the arcadius implant to his satisfaction. Upon replacement of a sj702t (lot unknown); the screw head split open. Both screws were left in place; implanted. No implants will be returned for evaluation. It is also being reported that the me014r (u-joint screwdriver) did not function as anticipated. At certain angles the device does not properly turn the screw. S/r indicated the device is not broken and will not be returned for evaluation. Patient was not injured. Surgery was delayed one hour. Device in use: me014r/u-joint screwdriver.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going OEM.